Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's reported via phone call that she need assistance with settings changes on the bolus and basal. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose of 456 mg/dl. Customer's blood glucose at time of call was 224 mg/dl. Customer's mother was assisted in programming the device. Customer will not be returning the device for analysis.